Event description:
It was reported that the device was at elective replacement indicator (eri) four months after implant. It was also reported that the device had no capture, had a polarity switch and was showing a lead monitor warning. An x-ray confirmed that the lead connection was proper. The lead also functioned properly when evaluated during the device replacement procedure. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitor.